Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The preliminary evaluation determined that the device fault was most likely caused by physical damage to the air inlet filter cover and alarm mute button. The device is currently being returned to the design house located in sydney, australia for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault message (sf 101) indicating an outlet pressure issue. The ventilation stopped as a result of this error message. The patient was manually ventilated and taken to the emergency room where they were placed on a back-up ventilator. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed design house in (B)(4) for an extensive engineering investigation. The reported system fault 101 was confirmed through review of the device logs. The investigation determined that the system fault 101 was triggered due to the user incorrectly installing the expiratory adapter, causing a slight leak in the circuit as well as water contamination to the expiratory pressure sensor inlet. Based on all available evidence, it appears the user disconnected the circuit during this situation, causing the system fault 101 to generate. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).